Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the patient woke up to an occlusion alarm 2. The blood glucose levels were affected to 509mg/dl and so he changed out all supplies and delivered a correction bolus via pump. It was also reported that the patient performed troubleshooting on his own and found the cannula remained lodged in his body. The patient stated he was able to successfully receive assistance from a health care professional and get cannula removed from body. The patient is stable and reports no other issues.